Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00v), it was realized that this report was submitted is not same or similar to a marketed device in the united states. Therefore, the initial filing is not applicable and the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2019-01086. Additional info: based on receiving new information, the following fields have been updated accordingly. Section d1: brand name: tecnis synergy with optiblue. Section d4: model# and catalog#: zfr00vu220. Section d4: serial number: (B)(6). Section d4: unique device identifier (UDI #): (B)(4). Section d4: expiration date: 3/15/2024. Section h4: device manufacture date: 3/15/2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In follow-up report #1 the date 7/2/2020 was provided in section g4, however on august 25, 2020, it was clarified with the clinical research team that on july 2, 2020 the database is locked which means that no more data can be entered into the study. The data had to be analyzed and reviewed to correlate the device and patient information. This review was completed on july 7, 2020, therefore, the correct aware date for reporting purposes is july 7, 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Brand name: unknown, as the model or serial number was not provided. Model: unknown, not provided. Catalog #: unknown, not provided. Expiration date: unknown, as the serial # was not provided. UDI #: unknown, as the serial # was not provided. If explanted; not applicable lens remains implanted. Device manufacture date: unknown, as the serial # was not provided. It was indicated that the device is not returning for evaluation as it remains implanted; therefore a failure analysis of the complaint device cannot be completed. The device was not returned for analysis. There was no model/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the patient's 1-month visit, (B)(6) 2019, she was extremely bothered by halos and multiple/double vision. Slightly bothered by starbursts. Moderate light sensitivity. Very bothered by glare related to scattered light. Patient does not drive at night due to these complaints. Further information notes that at the 1 month visit, patient/subject complains of severe halos and starbursts that restrict night time driving. Both eyes (ou), best corrected distance visual acuity (bcdva) was 20/20. No planned intervention at this time. Patient will be reevaluated in december. No further information was provided. Patient had bilateral lens implants. This report represents the lens implant in the patient's right eye. Another report will be provided to represent the lens implant in the patient's left eye.